Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 11/20/2024 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. Product has been received, but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.